Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Pictures were provided of the reported patella component. Visual examination of the provided pictures identified an signs of use on the patella (nicks/scratches/gouges). One edge of the patella has visibly worn. Further evaluation could not be performed as the device was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee revision approximately 17 years and 6 months post-implantation due to patellar wear with associated inflammation. Attempts have been made, and no further information has been provided.